Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the tip of the scope was broken during reprocessing involving an olympus cysto-nephro videoscope. The customer suspected that the cause of the broken tip was due to it exploding when they passed air through while disinfecting. There was no patient injury reported.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed, the bending section cover was blown. Based on the results of the investigation, it is likely the following led to the malfunction: traced to component failure of the bending section cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.